Event description:
As reported by end user, they noticed air getting into the fluid management system via the 8cc syringe. Air was not injected into the patient and there was no harm to the patient.

Manufacturer narrative:
Although it has been indicated that the reported device was disposed of by the end user and would not be available for return, we are currently conducting an investigation into the event. The results of which will be reported in a f/u medwatch. (B) (4).